Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by fever and abdominal pain. On an unknown date the same month as receipt of this report, the patient was treated intravenously with vancomycin (dose and frequency not reported).the cause of the peritonitis was unknown. The pdrn believed the cause may have been due to the patient¿s aseptic technique; however this could not be confirmed. The patient was discharged on an unknown date the same month as onset. At the time of this report the patient was recovered from this peritonitis event. On an unknown date the same month as onset, the patient began hemodialysis therapy. The patient had not been retrained on proper aseptic technique as he remained on hemodialysis. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2014. The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).